Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On saturday, (B)(6) patient presented in (B)(6) with a red, swollen, and painful left knee that had been implanted with an attune knee by dr. Robert good on (B)(6) 2018 at bryn mawr hospital. Patient underwent blood tests and cultures were taken that showed signs of an active infection of staph. On monday, (B)(6), dr. (B)(6)elected to perform a I&d of patient¿s left knee with a poly exchange.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.